Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed. H6 med dev prob code added a01.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 62-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. During impella cp support, the registered nurse reported high purge pressure and low purge flow alarms. It was noted that these findings occurred following recent decannulation from veno-arterial extracorporeal membrane oxygenation. The patient was not receiving anticoagulation following decannulation. The onset of the purge system abnormalities was reported to coincide with the ECMO decannulation, and the ECMO or venous access had been placed femorally. In response, the provider initiated tissue plasminogen activator (tpa) administration within the purge system, which resulted in resolution of the high purge pressure alarms. A recurrence of elevated purge pressure alarms was reported approximately one to two hours later, and tpa was again administered with resolution. The patient was subsequently weaned from impella cp support. The care team had already been considering device explant the day prior; however, the procedure was delayed due to provider availability. The impella cp device was ultimately explanted the following morning, and the explant was not reported to be due to the high purge pressure events.